Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to thrombosis, occlusion of device, and vascular trauma. The instructions for use for the gore® excluder® aaa endoprosthesis states: "ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath." A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Following the implantations of the excluder devices, two bare metallic stents were implanted in the ipsilateral leg and the contralateral leg to prevent kinking of the devices in the external lilac arteries (eia's). It was reported that the patient had significantly tortuous and stenosed iliac arteries. The procedure concluded without issues. On (B)(6) 2014, the patient presented with the swollen and pale right lower limb. The computed tomography scan showed thrombosis accumulated near the flow divider of the trunk and in the ipsilateral leg near the metallic stent. On (B)(6) 2014, thrombectomy was performed to remove the thrombosis in the trunk-ipsilateral leg. Angiography showed the restoration of the blood flow to the right limb. During this procedure, a dissection of the right eia distal to the ipsilateral leg was also identified. The physician implanted a metallic stent to treat the dissection. The patient tolerated the procedure. The patient is currently doing well. The physician reportedly believes the dissection was associated with the procedure on (B)(6) 2014.